Event description:
The catheter has been in use for 4 days. This is the labeled limit of its insertion life. The physician placed a similar product in the other femoral vein. He attempted to retrieve the catheter, but experienced difficulties in removal. It was reported that the "two distal balloons were stripped from the shaft. He has clipped the balloons with a clamp and has retrieved the catheter."

Manufacturer narrative:
The catheter had functioned to the limits of its labeled duration of use. It was being replaced (another similar device in the opposite femoral vein) indicating that it was in use. There had been no fluid loss alarm i.e. The catheter balloon had not ruptured during use. The user attempted to withdraw the catheter and experienced difficulty in extraction. He noted that the balloon was stripped from its normal location and performed some form of minor surgical procedure to clip the balloon to the catheter shaft prior to removal. Both balloons had been stripped back. Glue bonds were in evidence on the catheter shaft and prevented repositioning of the balloon to its original position. There was evidence of higher than average forces being exerted during extraction. It is suggestive either that: the balloons were not drained fully of fluid prior to extraction as per the instructions for use. Attempted extraction under this condition pressurizes and ruptures the balloon bonds. Or, for other reasons the catheter was retained in the insertion canal. In either case, traction applied led to rupture of the balloon and to a bunching up of the balloon in the insertion canal. Although this event does not constitute a serious injury in itself, if it recurred it could result in serious injury under other circumstances. This is the second such report received this year. There are no lot relationships evident. Evaluation: upon examination, it appeared that the middle pet balloon was bunched up on top of the distal pet balloon. To evaluate the catheter, the middle balloon was carefully separated from the distal balloon. During the evaluation it was confirmed that the "knot of balloon material was the middle pet balloon. Although dislodged form its original position, the middle pet balloon was found to be complete. It was also found that the distal bond of the middle pet balloon had completely inverted. The distal balloon was inverted over the distal tip and attached to the catheter shaft by the distal balloon bond. After the catheters were separated, catheter patency was checked with a 10 cc syringe. Cidex was flushed through the inflow lumen from the female teal luer and observed to flow out of the distal balloon inflow hole. Cidex was then flushed through the outflow lumen and observed to flow out the outflow hole in the proximal balloon. No flow restrictions were found. Conclusion: the catheter returned was confirmed de-gloved middle and distal pet balloons. The balloon material appeared to be complete with no fragmentation observed. As returned, the middle balloon was very tightly bunched over the distal balloon. In addition, the proximal tail of the middle balloon had slid over the distal tail of the middle balloon making separation of the balloons difficult. Repositioning of the middle balloon to its original location could not be done due to the adhesive "bumps" remaining on the catheter shaft and the inverted balloon bond tail. The condition of the catheter returned suggests that higher than average forces may have been exerted during the catheter extraction.